Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that the system was having difficulties sending images. The site reported the surgical team had said the images came up black, or that they would not send. There was no patient present. Additional information has been received. It was reported that this has happened twice, but in both instances it happened on a patient that already had an existing exam saved on the imaging system. This is a known issue. When a patient already has an exam saved on the system, and a new exam is started with the same patient, the system will try to save the new exam over the existing exam in the same directory. This results in corrupted images that will show up black. To prevent this from occurring again at the site, the rep asked that they delete all old exams off of the system, once the site has transferred it to pacs.